Manufacturer narrative:
D4 (primary unique device identification (UDI) number): (B)(4). Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from canada, reported via the implant patient registry, a pascal precision was implanted in the mitral position and eleven months after it was explanted and a 25mm perimount was implanted. Patient is alive. As per medical opinion the pascal device failed.